Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings:on investigation, the alleged damaged casing issue was verified. Multiple battery compartment cracks were observed, along the side from the threads area to the case seal, above the grip pad and below the grip pad. Unrelated to the complaint, the threads on the battery cap were stripped. Using a test cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).